Event description:
A (B)(6) male pt called zoll customer support to report that the response buttons on his monitor were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Deice evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the monitor's response buttons were broken and missing form the monitor. The root cause could not be positively identified but was likely physical abuse. No adverse event resulted from the broken response buttons. The pt was issued a replacement monitor.